Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. Additional information was requested and the following was obtained: the tissue pad was completely retrieved by the surgeon. Items are in the sample bag with the device. Items should be at the lab by next week. Find attached pictures of the instrument investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No tone issues were noted at any time as reported. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that product failure is multifactorial. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: u9403k. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the doctor was performing a nissen fundoplication where he was removing fascia with the device and noticed that the energy device kept a ¿low tone¿ and did not move to the second or higher tone. As a result, the harh36 burned stronger than normal. Upon examining the device, the surgeon noticed that the teflon pad was missing or fell off. There were no adverse event and the patient is doing well.